Event description:
Caller reported an alarm indicating that the cartridge was removed during pumping, which caused blood glucose levels to display as "high." There was no specific value provided, but it was implied to be above the normal range. The customer administered a correction injection using manual daily injections (mdi) and did not require assistance from a third party. Technical support informed the caller about the alarm's meaning, and the caller acknowledged and understood the explanation.